Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a suspected right ventricular (rv) lead dislodgment was noted due to an increase in pacing thresholds, poor r waves and a decrease in pacing impedance measurements. A plan to do defibrillation threshold (dft) test was noted. Based on the results of the dft testing either a new lead will be implanted or a new subcutaneous implantable cardioverter defibrillator (s-ICD) system will be implanted. No adverse patient effects were reported.

Event description:
Additional testing was done as there was concern of undersensing. It was noted that ventricular fibrillation (vf) was induced using shock on the t wave and the physician was satisfied with the sensing of the deice. The sensitivity was increase and the patient was put on remote monitoring follow ups. The induced rhythm broke and no external conversion was needed.